Manufacturer narrative:
The suspect medical device and concomitant medical products were not returned to the manufacturer for evaluation/investigation but to olympus (B)(4) (returned to ocm on 2016-01-21). However, the exact cause of the patient's outcome and the reported phenomenon could not be determined yet, since the evaluation/investigation is still ongoing. As soon as the investigation results and final evaluation are available, this report will be updated. Resubmission of the initial report after the submission from 2016-01-27 has failed with error_message "(40) characters are max." In (B)(6).

Event description:
Olympus was informed that one day after a therapeutic bipolar transurethral resection of the prostate (turp) procedure, the patient felt pain and it was noticed that he had sustained a third-degree burn on their left hip. No further information was provided and the patient's current condition and outcome is also unknown. However, the procedure was completed without any complications and there was no alleged malfunction of an olympus medical device.

Manufacturer narrative:
The esg-400 electrosurgical generator was not returned to the manufacturer for evaluation/investigation but to olympus ((B)(4)) sales & service co., ltd. (Ocm), (B)(4) (returned to ocm on (B)(6) 2016). When the suspect medical device was inspected and tested, it was found to be in good working order and in accordance with its specifications. No abnormality, defect, failure or malfunction was found during the performance tests. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the esg-400 electrosurgical generator. The case will be closed from olympus side with no further actions, but the reported phenomenon will be recorded for trending and surveillance purposes.